Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample was received and evaluated. The complaint was confirmed and the cause was determined to be an excess of solvent between the tube and cap chamber in the arterial line. Corrective actions are pending to address the issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer reported to baxter that prior to patinet use a leak of saline solution in the arterial chamber was observed. No patient injury or medical intervention were reported for this event.